Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient first experienced the issue of the stimulator not working on (B)(6) 2019. The hcp stated that the cause of the issue was that the device never gave the patient any pain benefit. It was noted that the hospital discarded the devices after they were explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was removed because it was not working/functioning well for the patient. No further complications were reported/anticipated.